Manufacturer narrative:
The complainant reported a 59-year-old female patient in an acute myocardial infarction / cardiogenic shock (ami/cgs) was implanted with an impella cp device for mechanical circulatory support. During impella support, the patient was in poor condition. Centralized and lower body were already marbled and increased vasopressor run rate. The patient experienced limb ischemia in the impella leg (left), an acute occlusion according to vascular surgeon. Therefore, the pump was successfully explanted, and patient continued with ECMO support. As of note: ¿according to the cardiologist, the system was in place without any problems and there were no obvious stenoses in the inguinal vessels. An exact reason for the current occlusion (thrombi or reduced perfusion) is not yet known¿.

Event description:
The complainant reported a 59-year-old female patient in an acute myocardial infarction / cardiogenic shock (ami/cgs) was implanted with an impella cp device for mechanical circulatory support. During impella support, the patient was in poor condition. Centralized and lower body were already marbled and increased vasopressor run rate. The patient experienced limb ischemia in the impella leg (left), an acute occlusion according to vascular surgeon. Therefore, the pump was successfully explanted, and patient continued with ECMO support. As of note: ¿according to the cardiologist, the system was in place without any problems and there were no obvious stenoses in the inguinal vessels. An exact reason for the current occlusion (thrombi or reduced perfusion) is not yet known¿.

Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report. D4 model number. E4 should have been left blank. H10 manufacture narrative incorrect.